Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The target lesion was located in the proximal right coronary artery. A 4.00 x 16 mm synergy¿ stent was advanced to treat the lesion. During deployment, it was noted that the balloon ruptured which prevented a good expansion of the synergy¿ stent. The surgeon then took action to ensure good placement of the stent. No patient complications were reported.